Event description:
It was reported that the lead showed low impedance and a possible insulation breach. It was also noted that the patient had pocket stimuation. The lead was capped and a new lead was implanted. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.